Manufacturer narrative:
Important med event.

Event description:
Initial and f/u info received on 12/29 and 12/30/2009, respectively were processed together. This spontaneous case from (B) (6) was reported by a physician-(B) (6). This case initially assessed as non-serious by the reporter, has been reassessed and upgraded to serious, medically important. This case involves a female pt (age nos) who received three treatments of poly-l-lactic acid (sculptra) therapy. Dates of therapy were (B) (6) 2009 batch a7016, (B) (6) 2008 batch a7021, and (B) (6) 2008 batch a7022. No other treatment details were reported. Three weeks after her third treatment, the pt developed several nodules of different sizes in some of the treated areas on her face. Some of the nodules were 1.5 cm diameter with petrified consistency. Corrective therapy consisted of bi-distilled water and saline serum, and massage. After some days, the pt still had not recovered, so triamcinolone acetonide diluted in saline serum was initiated. From 10/08, the pt has been seen in f/u every 45 days, and the nodules were noted to have decreased in size, but have not disappeared. At her last f/u visit on (B) (6) 2009, the pt had a new large nodule with petrified consistency, with current nodules worsening. A ptc (pharmaceutical technical complaint) was initiated: (B) (6). Physician's causality: possible.